Manufacturer narrative:
(B)(4).

Event description:
Data was provided for review; however, the reported event that the g5 mobile application has not audio output was not confirmed. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application has not audio output. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.